Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic laparoscopic umbilical hernia repair, when suturing the mesh into the peritoneal space, the tip of the needle broke and could not be located. Since the x-ray did not reveal the location of the broken tip, the surgeon opted to move forward and close the peritoneal flap and finish the surgery as planned.